Event description:
It was reported that during implant, the stylet became lodged in the lead. A hemostat was used to pull the stylet out. The stylet was replaced, but at about the same distance, the lead got stuck in the same way as attempted with the first stylet. The doctor felt this warranted a different lead. The lead was not implanted. A new one was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and in/on the helix/lobe mechanism (sleeve head). The lead was damaged at implant.